Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check with message 'system volume too small'. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information as a defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. According to the information provided by the technician, the nozzle unit of air gas module was defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.